Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Can you identify the lot number of the w9236t suture? Were the needle pieces removed from the patient? Were the pieces removed during the same procedure? Do you have the needle to return for evaluation? What are the patient age, gender, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent unknown procedure on (B)(6) 2018 and suture was used. The needle bent and broke about 1mm. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown per the evidence of this examination, the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.